Event description:
It was reported that a spectrum pump displayed system error 345 during therapy in the med surgical care area (medication, programmed amount and delivery rate unk). No pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was not reproduced. System error 345 was confirmed through review of the event history log. The eval was unable to determine the cause. Both ultrasonic and force sensors will be replaced as known contributors.